Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing. The submitted log file and the log file downloaded from the returned system controller contained data spanning 11 days combined ((B)(6) 2024 per the timestamp). The log file captured backup battery fault alarms from 19:14:40 to 22:12:47 on (B)(6) 2024, 22:12:50 to 22:14:01 on (B)(6) 2024, and 22:14:04 on (B)(6) 2024 to 12:45:49 on (B)(6) 2024 (the last event in the log file) due to the backup battery not passing the load test. The backup battery did not pass the load tests due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The driveline was disconnected on (B)(6) 2024 at 12:44:47 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed within the expected range without issue while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple load tests were performed and the backup battery passed each time without any issues. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action (CAPA) has been initiated to further investigate backup battery fault alarms on the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient presented to hospital with a backup battery (ebb) fault alarm. This patient had previously experienced ebb fault on (B)(6) 2024 in which the ebb was exchanged. The patient has had 4 ebb faults since implant. Log files were sent for investigation for the reasoning of the increase in ebb faults. The event log file captured intermittent periods of backup battery faults starting (B)(6) 2024 at 1914 that continued for the remainder of the log file. It appeared that the ebb failed the load test resulting in these faults. It was noted that the patients controller had not been exchanged since implant. A controller exchange was performed on (B)(6) 2024, which resolved the ebb fault alarm.